Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 596 -600 mg/dl with ketones. Cause was not known. A correction bolus was delivered to address bg. Ultimately, the customer reverted to an alternate method of insulin therapy.